Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (medical device problem code 1260 has been added), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (product return statement) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia, reported retainer ring damage, the reservoir was unable to lock into place and battery cap damage. Mmt-1886 was requested and customer response was the device will be returned.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported retainer ring damage, and the reservoir was unable to lock into place. The customer blood glucose was unknown at the time of event and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-1886. Troubleshooting was performed retainer ring damage allegation. No troubleshooting was performed for hyperglycemic event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test, however reservoir compartment had failed to lock in properly, thus preventing the unit to attest for displacement, rewind, occlusion, force sensor, and basic occlusion test. Unit was received with a partially broken retainer, broken reservoir tube lip, missing o-ring, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, keypad overlay peeling, and scratched case. In summary, the customer¿s allegation of damage to the retainer ring and lock failure to the reservoir compartment was confirmed during visual inspection when a partially broken retainer, broken reservoir tube lip, and missing o-ring was noted. Customer concerns of a damage to the battery cap was unknown due to the unit arriving with a missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.